Manufacturer narrative:
The subject device was returned to the olympus repair center. The repair inspection confirmed the customer¿s reported issue, as the power turned off (no image) due to a defective printed circuit board. The inspection also noted the coating on the protective panel. The device history records (DHR) was reviewed and it was confirmed that the device met standards at the time of shipment. The device has not been repaired in the past year. The investigation by the legal manufacturer determined that there is no design, manufacturing, material or processing related cause for the reported event. Based on the investigation results, the power turns off¿ is due to a defective printed circuit board. However, the cause of the defective printed circuit board could not be conclusively determined. Additional information was requested from the customer regarding the details of the event, but no information has been received to date. However, if additional information becomes available, this report will be supplemented accordingly.

Event description:
Olympus was informed via repair request that the customer high-definition liquid crystal display monitor had a power malfunction, ¿power goes off during the examination¿. The customer reported issue was found during an unspecified procedure. No death, injury or harm was reported to olympus.

Manufacturer narrative:
Correction to d5 as operator of device was healthcare professional. Olympus will continue to monitor field performance for this device.